Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unk. The device and one dilator was returned inside an introducer sheath for evaluation; however, the deployed filter was not returned. No skiving was found along either introducer sheath. No other anomalies were identified on the returned device. The complaint investigation is inconclusive for failure to expand. Based upon the available info, the definitive root cause is unk. It is unk if procedural factors contributed to the reported event.

Event description:
It was reported during deployment the vena cava filter did not fully expand. A snare device was used to successfully capture and retrieve the filter. There is no reported patient injury.